Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Additional non-b. Braun medical inc. Devices were also submitted, including an extension set with a vacutainer and a bd insyte autoguard winged capillary housing. The sample's capillary length was measured from catheter hub horn to capillary tip. The capillary length was 25 mm, which is the correct length of the article. No missing or shorten capillary was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the received sample exhibited no tear off damage or deviation along the capillary surface to the capillary tip. The sample is within specification; the reported defect could not be observed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As described by mw5164936: describe event or problem: the 20 ga IV to left ac that was established in (B)(6) ER in place but not threaded in fully. When attempting to draw blood the IV was dislodged and accidentally removed. On removal the length of the catheter appeared short and on inspection the tip of the catheter was missing.